Event description:
Customer requested assistance with programming the insulin pump. Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was unable to control the blood glucose levels. Hospital treated with IV. Customer was also given a chest x-ray. The current blood glucose level is 407 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.